Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo med (B)(4). MFR complaint (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo med. (B)(4).

Event description:
Resident was being transferred from bed to chair with a floor lift and a clip sling. The staff members had hooked up the sling and had heard four clicks. They had moved the resident away from the bed, and had pushed down on the dynamic positioning system (dps) to position her in a seated position. At this point, the resident shifted her weight towards the left side, but lifted her right leg and hip up and towards the left leg. The clip at her left shoulder came off the knob of the dps and she fell to the floor, hitting her head first. She was assessed in e.r. For a probable concussion and possible right shoulder pain. No treatment was given.